Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer with supplemental information from a nephrologist from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On an unknown date, a break in aseptic technique described as "did not wear a mask" occurred. On (B)(6) 2011, the patient was hospitalized for an unknown reason. On (B)(6) 2011, the patient experienced peritonitis which was manifested by abdominal pain and pineapple juice like effluent. The cause of the peritonitis was the break in aseptic technique. On an unknown date, the patient was started on the remedial medication of ceftazidime (500mg, IV). Frequency was not reported. It was unknown if the dianeal therapy was ongoing. The peritonitis recovery was ongoing and improved. It was not reported whether the patient was retrained; therefore, the outcome for the event of break in aseptic technique was unknown. The nephrologist believed that the peritonitis was not related to the dianeal therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.